Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin ultra (tniu) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse ran a precision of 30 replicates using multi diluent 11 with no discordant results. The cse ran quality control (qc), which was as acceptable. A siemens headquarter support center (hsc) specialist evaluated the data and concluded the potential cause of discordant troponin ultra result may have been an issue with the sample being tested. The cause of the discordant tniu result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high troponin ultra (tniu) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same advia centaur cp instrument, and it recovered lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tniu result.